Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-1750. It was reported the pt experienced an infection (unknown site). The pt's primary care physician confirmed the infection and the pt was taken to the emergency room. The pt's entire scs system was removed (date unknown). The pt states the infection is now resolved.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.